Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed on the received one (1) cortscr ø4.5 self-tap l38 sst (part #214.838s, lot # l196843) device. Screw is broken as described in the complaint description. The breakage was found between screw head and threaded shaft. There are strong traces of wear and tear around hexagonal screw recess. The broken part is missing. The breakage was found between screw head and threaded shaft. There are strong traces of wear and tear around hexagonal screw recess. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided and not all involved parts were available. We suppose that a mechanical overload situation lead to the breakage. The microscopic view of the broken surface, with magnification 10x, shows a homogenous surface what indicates material conformity. Because of the damage and missing part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The article 214.838s with lot no l196843 was manufactured in a quantity of (B)(4) pieces on november 2016. We are not aware of any quality problems or failures caused by a faulty product on the article. Therefore we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code is ktt. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: nov 15, 2016. Expiration date: nov 1, 2026. The review showed that there were no issues during the manufacture of the product lots that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a total hip prosthesis procedure, when inserting a cortical screw to install a trochanteric hook, the screw broke when it was already halfway inside. Another trochanteric hook had to be used so that a new screw could be screwed to another location in the patient's femur. As the patient is elderly and with reduced mobility, the broken half of the screw was left in the patient's femur. It was determined by the surgeon, if the patient had been younger, the screw should probably have been removed. There are no clinical consequences for this patient. The surgery was completed with a 20 minute delay due to the reported event. Concomitant reported part: 1x trochanteric hook (part and lot unknown). This report is 1 of 1 for (B)(4).